Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the arrow buttons on the keypad are not always responding when pressed. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and down arrow keypad buttons had intermittent response when pressed. The contrast and ok keypad buttons were normally responsive when pressed. All of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contrast, up arrow and down arrow button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.